Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complainant indicated that the device has not been disposed of at the user facility and will not be return for evaluation; therefore, a failure analysis of the device could not be completed. The customer complaint could not be confirmed and the root caused is undetermined.

Event description:
It was reported to boston scientific corporation in early 2006 that a hydra jagwire device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient ( age, and weight unknown). According to the complainant, the "wire coating peeled off the wire" and was replaced with another hydra jagwire and the procedure was completed successfully at the conclusion of the procedure, the patient's condition was reported as "fine."